Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampons come apart [device breakage] tampons have not held their shape [device physical property issue] case narrative: consumer reported via e-mail that tampons have not held their shape and are coming apart. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation

Event description:
Tampons come apart [device breakage] . Tampons have not held their shape [device physical property issue] . Case narrative: consumer reported via e-mail that tampons have not held their shape and are coming apart. No injury reported.